Manufacturer narrative:
The user experienced severe hypoglycemia requiring emergency medical services involvement and emergency room evaluation while receiving automated insulin delivery with the ilet. This situation can result in prolonged hypoglycemia requiring medical intervention and is consistent with the reported administration of oral carbohydrates, multiple doses of glucagon, and emergency room monitoring with same-day discharge without hospital admission. Review of the reported information indicates the event followed meal announcement after insulin corrections had already been delivered, resulting in hypoglycemia. The user had been ill and had not been consistently announcing meals prior to the event. No device malfunction was identified based on the available information. A follow-up or supplemental MDR will be submitted if additional information is received.

Event description:
On 05-jan-2026 it was reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels as low as 40 mg/dl. Emergency medical services were contacted, and the user was treated for low blood glucose including oral carbohydrates and glucagon, then evaluated in the emergency room and discharged on (B)(6) 2026. No long-term health effects were reported.